Event description:
The customer reported that approximately 1 min into a therapeutic plasma exchange (tpe) procedure the machine alarmed for air detected in return line and reservoir full during air removal. The air was noted in the distal part of the return line and the operator had to disconnect the patient without rinseback. Per the customer, the leur connections were tight and there was no clotting in the channel or return reservoir. Patient is in stable condition and no medical intervention was needed. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: follow-up with the customer indicated that when the air bubble was first noticed it was above the roller clamp. The line was connected to the patient's right neck and the operator was on the opposite side. As the machine was doing its remove air sequence, the operator indicated that they couldn't see the first few inches of the line (hidden by the patient's head) and didn't see the air bubble until it cleared the top of the patient's head. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: follow-up with the customer indicated that when the air bubble was first noticed it was above the roller clamp. The line was connected to the patient's right neck and the operator was on the opposite side. As the machine was doing its remove air sequence, the operator indicated that they couldn't see the first few inches of the line (hidden by the patient's head) and didn't see the air bubble until it cleared the top of the patient's head. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the device operated as intended and alarmed for air. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that approximately 1 min into a therapeutic plasma exchange (tpe) procedure the machine alarmed for air detected in return line and reservoir full during air removal. The air was noted in the distal part of the return line and the operator had to disconnect the patient without rinseback. Per the customer, the leur connections were tight and there was no clotting in the channel or return reservoir. Patient is in stable condition and no medical intervention was needed. The collection set is not available for return because it was discarded by the customer.